Event description:
It was reported that the patient presented for a normal device check. The hv lead impedance was high, out of range on the rv-can and svc-can vectors. Dry pocket or a contact issue with the can was suspected. Further testing was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.